Event description:
The lens was damaged in the delivery device.

Manufacturer narrative:
Investigation summary: investigation into this event found that results from several other hepatitis b marker assays were positive, and that the anti-hbc result was atypically elevated. Dilution of the initially negative sample produced positive results, supporting the presence of an unknown interferent as the root cause of the event.